Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the lower pivot bolts were not holding the rail tubes in the bottom rail (threads were worn). The technician replaced the siderail assembly to repair the bed.